Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm or unexpected numbers scrolling during testing. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, broken belt clip slot, and stained end cap sticker.

Event description:
It was reported via phone call, that the customer received a button error alarm. It was also reported that the numbers were sticking. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.